Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the prime test due to moisture damage in force sensor resistor. No history anomaly or time/date anomaly noted during testing. Device had a cracked reservoir tube lip and moisture damage on motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system multiple times during the rewind/prime sequence. Blood glucose value is unknown. The customer was assisted with performing the rewind and prime process and programming the time/date. The customer was advised the insulin pump would be replaced and agreed to return the product for analysis.